Event description:
On (B)(6) 2026, the patient was prepped for a planned ultrasound guided percutaneous drainage procedure for hydropericardium using the navarre universal drain. Prior to use, it was identified that the length of the trocar needle was substantially longer than the catheter. As a result, the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided and reviewed. The photo shows the partial view of the catheter with loaded needle and one packaging with label. The needle was noted to be protruded from catheter. The lot and product information was matched and verified. The length cannot be verified from provided photo without physical sample. Therefore, the investigation is inconclusive for the reported the length of trocar needle was longer than catheter issue as it is not sufficient enough to determine whether the product did not meet specifications. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, a patient was prepped for an ultrasound-guided hydropericardium percutaneous drainage procedure using the navarre universal drainage catheter. Prior to the procedure, it was identified that the length of the trocar needle was substantially longer than the catheter. The procedure was completed using another device. There was no patient contact.